Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen for an outpatient appointment. The evaluation of the submitted log files found a no external power event on (B)(6) 2022 that occurred while the patient was supported by the mpu. The history was notable for low speed advisory, low flow, and pump off alarm on (B)(6) 2022. The patient was vacuuming while on the mobile power unit (mpu) and the pump was off for approximately 4 seconds. The pump stop was due to electrostatic discharge and the pump reset on (B)(6) 2022 and was off for approximately 8 seconds. The pump appeared to be operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 7 days (16feb22 ¿ 23feb22 per time stamp). On 19feb22 at 08:31:53, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~2.2v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The no external power alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unavailable. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heart mate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heart mate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-10831.